Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: (B)(4) cfu: (B)(4) bacterial identification: (B)(4). The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- insulation < threshold - light guide cover lens (small) --- cracked - light guide bundle ---fiber breakings - bending section rubber glue ---separated - suction cylinder ---scratched - universal cord --- wrinkle - connector --- scratched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope. The steps taken to reprocess the scope were not provided. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 16 colony forming units (cfus) of acinetobacter iwoffii, mesophili bacillus spp., and pseudomonas stutzeri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.